Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray stopped during a case. Review of the log file confirmed the reported malfunction. The fse diagnosed and found the problem in the suite pc. The failure analysis of the suite pc confirmed the cause of the failure with the missing ssd (solid state drive). However, the fse replaced the suite pc and reloaded the software which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system failed to produce x-rays. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the suite pc which returned the device to use in good working order.